Event description:
It was reported that a foreign substance was noted on the wire. The target lesion was located at an unspecified artery. A 16 .016 fathom wire was selected to treat the unspecified target lesion. During preparation, it was noted that a foreign substance like silicone was seen on the wire thus making the wire unable to be loaded into the microcatheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Microscopic inspection of the device presented no damage or irregularities. The outer diameter was measured with a calibrated snap gage; the maximum od was .0160". Because the catheter used in the clinical event was not received with the fathom wire a rubicon 18 catheter was used for functional testing. The inner diameter of the rubicon was .019¿. The fathom guidewire was advanced through the rubicon with no unusual resistance. There was no evidence of any product quality deficiencies contributing to the reported insertion difficulty and coating issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign substance was noted on the wire. The target lesion was located at an unspecified artery. A 16 .016 fathom wire was selected to treat the unspecified target lesion. During preparation, it was noted that a foreign substance like silicone was seen on the wire thus making the wire unable to be loaded into the microcatheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(4).